Event description:
A report was received that the patient underwent an explant procedure due to the physician suspected malfunction of the ipg due to multiple reset counts. The patient underwent an explant procedure and is reportedly doing well.

Event description:
A report was received that the patient underwent an explant procedure due to the physician suspected malfunction of the ipg due to multiple reset counts. The patient underwent an explant procedure and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial:(B)(4) description:linear st lead, 50cm explanted leads were not returned to bsn as they were discarded by medical facility. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint was not confirmed. The ipg was analyzed and passed all tests. The ipg was able to communicate with a test remote control without any anomalies. The ipg exhibits normal device characteristics.